Event description:
(B)(4). Reports nurse does not believe safety mechanism fully deployed resulting in needle stick during disposal. Imp ref # 2523676-2013-00315.

Manufacturer narrative:
(B)(4). The actual sample has not been received yet and the investigation is on going at this time. A f/u report will be provided when the investigation results become available.